Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown. Product family: dbs-linear leads. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown. Product family: dbs-extension. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown. Product family: dbs-extension. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to explant the implantable pulse generator (ipg) due to an infection at the right chest pocket. The patient also experienced pain at the site of infection and was treated with antibiotics. A culture was performed and confirmed klebsiella aerogenes, cutibacterium acnes, and serratia infection. The patient is doing well postoperatively and has had their sutures removed. The patient is being treated with cefepime intravenously (IV). The explanted ipg was retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093703. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093829. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7103264. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7103469. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 29661733.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to explant the implantable pulse generator (ipg) due to an infection at the right chest pocket. The patient also experienced pain at the site of infection and was treated with antibiotics. A culture was performed and confirmed klebsiella aerogenes, curtibacterium acnes, and serratia infection. The patient is doing well postoperatively and has had their sutures removed. The patient is being treated with cefepime intravenously (IV). The explanted ipg was retained by the medical facility and will not be returned for analysis. Additional information was received that the patient had the entire dbs system explanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to explant the implantable pulse generator (ipg) due to an infection at the right chest pocket. The patient also experienced pain at the site of infection and was treated with antibiotics. A culture was performed and confirmed klebsiella aerogenes, curtibacterium acnes, and serratia infection. The patient is doing well postoperatively and has had their sutures removed. The patient is being treated with cefepime intravenously (IV). The explanted ipg was retained by the medical facility and will not be returned for analysis.